Manufacturer narrative:
Ge healthcareâs (gehc) investigation has been completed and the root cause of the reported device leak and patient cardiac arrest could not be determined. The gehcâs field engineer completed a review of the device and system logs and determined there was no malfunction of the gehc device.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a1, a2, a4, a5, and a6: no information provided. Block d4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a leak on the aestiva 7900 unit. The patient experienced a cardiac arrest, but no patient death. No other information has been provided to date. Ge healthcare will submit a follow-up report when the investigation has been completed.